Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm values on (B)(6) 2013. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injury.